Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. System check and qc data have not been supplied to date. Service information for this event has not been supplied to date. The customer sent in patient samples for customer product line support for (cpls) investigative testing. Cpls testing did not confirm the presence of any heterophile interference. Per the cpls update, the patient samples have been sent for an alternate method testing. Alternative testing confirmed access 2 results. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bec) to report obtaining an erroneously elevated thyroid stimulating hormone (tsh) result, above the normal reference range of the assay, from the access 2 immunoassay system for one (1) patient. The tsh result did not match free t3 and free t4 patient results. The results were reported out of the lab. It is unknown if there were any affects to the patient or change to patient treatment in connection to this event. Although this information has been requested, the customer and the customer contact have not supplied this information to date.